Event description:
It was reported that the customer had high blood glucose of 251 mg/dl and the insulin pump has been dropped. Caller stated that the insulin pump is cracked and the drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked reservoir tube lip, cracked display window and display window corners, cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.